Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, soreness, difficulty ambulating and high metal ion levels in his blood. Update: 12/11/2013 pfs was received from legal, medical records were received from legal, and part/lot information. Was identified by invoice search. Records are available for further review. Complaint was updated on: (B)(6) 2014 update sep 11, 2017: legal medical records received. After review of the medical records for MDR reportability, revision notes reported small amount of normal-appearing joint fluid, cup was somewhat retroverted, and leg length discrepancy. It was also reported that the serum ion levels are below 7ppb. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.